Event description:
It was reported that during the laparoscopic nissen fundoplication procedure, the device malfunctioned after using more than 20 times. The case was completed by using another device. No patient consequence.